Event description:
It was reported that the device inappropriately withheld therapy numerous times and called the patient's rhythm atrial fibrillation instead of treating it as a dual tachycardia. It was noted that the patient had been shocked appropriately three times and treated with anti-tachycardia pacing numerous times all on the same day. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.